Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (unable to power on) was confirmed. Upon investigation, the monitor reset was unable to be duplicated during troubleshooting, but was confirmed in the flags. The cause for the resets was isolated to an intermittently defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to fully power on.